Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. To resolve the issue, the customer refilled the tubing with the original supplies and resumed insulin delivery.